Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the pocket was deemed too deep. Fluoroscopic imaging revealed that the ipg was not flipped but its lower half was at deeper plane than its head. The patient underwent a pocket revision procedure. The patient was doing well postoperatively.